Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of 500 mg/dl. The customer was treated for high blood glucose level with intravenous in the hospital. The customer experienced symptoms of high blood glucose value such as nausea, vomiting, difficulties in breathing and abdominal pain. The insulin pump will not be returned for analysis.